Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer programmed a bolus of 15.0 units, and the customer is not sure if the insulin pump delivered it. It was stated that the customer was experiencing unexplained high glucose of 528mg/dl through the night. The customer had symptoms of nausea and vomit. Reviewed the bolus history and the bolus of 15.0 units was missing. It was stated that the child was not sure if the bolus was programmed. The customer mentioned having no delivery alarms for several times. No additional info was provided.